Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker battery went from twelve years to eight and a half years, in about a ten month span. Data analysis confirmed that there was a recent bout of atrial fibrillation that temporarily boosted the power consumption and that the battery will return to normal. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.